Manufacturer narrative:
Date of event: unknown/not provided. Serial#: unknown/not provided. Catalog#: a complete catalog# is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI# is unknown as product serial number was not provided. The intraocular lens was removed and replaced during the same procedure. Device manufacture date: unknown as product serial number was not provided. The device was not returned for analysis as it was discarded by the customer. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer noticed that the trailing haptic was missing from the intraocular lens (iol). The doctor mentioned that he had 4 cases where it has happened. The doctor mentioned that he is able to see the iol (under the microscope) while it¿s still in the inserter and can tell when it will happen. If he sees it, he requests a new iol. Instead of the trailing haptic folding up nicely, it folds into an inverted ¿u¿ almost and when the inserter is pulled out, the haptic comes with it. The doctor believes the problem lies with the pre-loaded iol inserter. The iol¿s when inserted in the eye are very inconsistent in the way they unfold, often the haptics are stuck together and have to separated bi-manually, or the trailing haptic is stuck behind the optic requiring further manipulation. The plunger pushing the iol forward is inconsistent on how it meets the trailing haptic, sometimes missing the iol completely leaving it in the inserter, sometimes not folding the trailing haptic at all leading to tearing the haptic off the iol as the inserter is removed from the eye. Also, the plunger will fold the trailing haptic in the middle of the haptic forming a u shape stressing the iol haptic junction. This report is to capture the event for #3 of 3 unknown serial numbers. No additional information was provided to johnson and johnson surgical vision, inc.